Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) they received recoverable fault 32097 on arm 3. The customer stated that the issue was present during a procedure on wednesday and occurred during the procedure and after the procedure on wednesday but also occurred again this day during a different procedure. The customer recovered the fault and continue with the procedure. The customer stated that they tried to hard power cycle the system on wednesday after the second fault. The procedure was completed as planned and with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: follow-up: on 4/15/2025, the customer informed the surgeon completed the procedure using only three arms. They discontinued use of arm three to finish the procedure. There was no patient injury. The patient demographics were provided.

Manufacturer narrative:
During visual inspection no evidence was found that would related to the reported problem. The usm was tested on an in-house system and failed in normal mode (error 1126, 31226). The usm was also tested on a pftp and failed fiber test pointing to the rolling loop, clock spring and parallelogram). Once testing was completed, all fiber were aba tested, and it was verified to be the source of the fault. As result of this investigation, failure analysis was able to conclude that the parallelogram assy, clock spring assy and rolling loop assy were found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.